Event description:
According to the reporter, a patient underwent vaginal delivery with perineal protection and during which a first-degree perineal laceration occurred and was sutured using an absorbable surgical suture. During a follow-up visit to the obstetrics outpatient clinic, the patient reported pain at the incision site, and examination revealed that the suture had not been absorbed. The suture was removed immediately, and the patient subsequently reported no further pain at the incision site.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.